Event description:
On (B)(6) 2014, the reporter contacted animas alleging an intermittent sound issue. Reportedly, the pump had vibration with intermittent sound and on (B)(6) 2014, the patient's blood glucose (bg) was 549mg/dl with no reported ketones and symptoms of dehydration/dizzyness/lightheaded, abdominal pain, nausea, vomiting, and polydipsia. It was reported that the patient's healthcare provider had not made pump setting adjustments before or after the alleged event, no treatment was provided above and beyond usual diabetes management and the patient remained on the pump. Troubleshooting determined that the audio tone settings were correct as programmed and that the audio issue remained unresolved. This complaint is being reported for alleged hyperglycemia associated with an intermittent sound issue of unknown origin.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the last basal delivery date was (B)(6) 2014@10:21pm. There was no activity outside of normal use observed. The total daily deliveries added up and reflected the programmed basal rate. Review of the pump and the user settings showed that the alarms and warnings sound settings had been set to vibration. The pump powered on with auditory and vibration alerts. The pump reflected 24u after a 24 hour duration test set on 1u/hr; the product performed within specification. The alarms and warnings sound settings were then reset to auditory; when a call service warning and alarm were stimulated, the pump gave the correct warning/ alarm audible alert. The pump was opened for further investigation and there was no intermittent condition found in the audible tone circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.